Manufacturer narrative:
During the review of device history record, it was concluded that the product was inspected and accepted for use and met all specified parameters with no associated nonconformances. No information about how or if the device caused or contributed to event.

Event description:
After receiving olif surgery patient reportedly had continued leg pain. It is unknown if the symptoms were recurring or new. It is unknown it the device caused or contributed to the event. Original surgery date was not giving and duration of implantation is unknown. Revision surgery occur on (B)(6) 2018 and the implant was removed and discarded. No image or further information was provided.